Event description:
It was reported to medtronic neurosurgery that when the valve was implanted in the patient, csf was not seen draining through it.

Manufacturer narrative:
The valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met requirements for the siphon, reflux, leakage, and preimplantation tests. It also met all of the requirements for the pressure-flow tests. A review of manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.